Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant removal from textured to smooth due to the concerns of the product.

Event description:
Physician reported right side rupture, implant removal from textured to smooth due to the concerns of the product. Device has been explanted. Rupture was confirmed during the explant surgery.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed two openings assessed as fold flaw opening, broken device assessed as surgical damage and a missing piece of shell assessed as inconclusive. ¿ granuloma: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported right side rupture, implant removal from textured to smooth due to the concerns of the product. Later physician reported granuloma. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.9, h.6. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later physician reported granuloma. Device explanted.